Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded low out-of-range shock impedance measurements between 12 to 14 ohms. It is unknown what was the patient doing at the time the measurements were recorded. The low measurements were seen on 3 separate days but remain stable before and after. Technical services reviewed the case and recommended a commanded shock to rule out shorted lead condition. Further information was given, no troubleshooting was performed nor a commanded shock, the physician is going to continue to monitor this patient remotely. This crt-d remains in service and no adverse patient effects were reported.